Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported injecting a patient with 1 cc of juvéderm® ultra xc in the marionette lines. One month later, patient experienced granuloma with hard lumps 10-20 per side. Patient was treated with akx (doxy 100 mg), & medkol pack. Symptoms have not fully resolved.